Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirts out insulin. The customer's blood glucose reading was 189 mg/dl at the time of incident. Troubleshooting found that the drive support cap is sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced however, the customer indicated that they were not the user of the pump and the user already has a replacement pump.